Event description:
The customer reported having a problem with the shower trolley foot rail. An arjohuntleigh service tech went on-site and found that the foot rail and hardware were missing. No injuries to pts or caregivers were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR arjo hospital equipment (B)(4) (registration#9611530). An arjohuntleigh service tech, who is a rep of the MFR's sales and service unit subsidiary division and not a direct employee of the MFR, replaced the foot rail and hardware, correcting the problems associated with the trolley. Add'l info will be provided following the conclusion of the MFR's investigation.